Event description:
It was reported that the pulsavac plus battery had heated during use and the surgeon had to retrieve another device to finish the surgery. There was no pt harm or delay reported.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.